Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011. The cca was advised the patient manages his diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. At an unspecified time, the reporter claimed the patient felt symptoms of sweating, disoriented and was faint. The same day as the alleged issue, the patient was taken to the emergency room (ER) and obtained a blood glucose result of "330 mg/dl" on another device. The patient was administered insulin (type/ amount not specified) by a health care professional (hcp). At the time of troubleshooting, the cca noted there was no misuse from the subject meter. The cca was unable to walk the reporter through resolving the alleged issue. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.